Event description:
It was reported that after the use of the product, the customer suspected there was an over delivery of medical fluid. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.